Manufacturer narrative:
Previously submitted report was incorrectly filed with wrong adverse event/product problem, health impact grid and type of reported complaint as product problem. In this report, the adverse event/product problem, outcomes attributed to ae, health impact grid and type of reported complain has been updated correctly as serious injury. Section adverse event/product problem, outcomes attributed to ae, health impact grid and type of reported complain in box b and h has been updated/corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The reporter alleged sinus infections 3-4 times a year and recently had sinus surgery. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.